Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow block alarm event on 01-jun-2024. The occlusions located at the site. The blood glucose value was displayed as high and was treated with correction bolus via pump. No further information available.